Event description:
Additional information received reported that there was nothing wrong with the patient¿s device. All impedances were within normal limits and nothing showed with her patient programmer (pp) or recharger as noted previously. The patient¿s pain was a tingling type of pain so when the rate was lowered it seemed to help. The manufacturer¿s representative (rep) had not heard from the patient since the initial report, so she assumed all was well.

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that what the manufacturer's representative described was the start of the patient¿s complaint and the patient ¿just kept complaining.¿ it was all the same issue. The reporter would not provide onset date. The manufacturer's representative stated that it was not related to adaptive stimulation. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to report # 3004209178-2015-04559 for another event related to this patient.

Event description:
It was reported that after the patient turned stimulation off the day prior to the report was still feeling stimulation. It was mentioned that yesterday was the first time she had turned stimulation off since march. It was later reported that the patient felt stimulation when the implantable neurostimulator (ins) was off. The stimulation was equal to the sensation when the ins was on. It was the same on or off. The manufacturer's representative stated it was not overstimulation like a burst of stimulation, but that the patient had the sensation of stimulation even when the stimulator was programmed off. The patient just felt the stimulation vibration even if it was not on. The patient felt stim in the legs, where she was supposed to feel it. It controlled her pain well. The manufacturer's representative knew about the issue the week prior to (B)(6) 2015. The manufacturer's representative told the patient to leave stimulation off, until she was seen, to see if things improved. The caller stated impedances looked good in the 800-1190 range. The caller stated she looked at multiple references and therapy impedance. The manufacturer's representative checked the device carefully and there was no issue with the stimulator or electrodes. The caller stated the patient¿s stim log confirmed stimulation was on when the patient thought it was on, and off when she thought it was off. The log showed the patient could correctly identify when the device was on or off. The manufacturer's representative changed her settings on the 565 and her rate to ten which she liked better. At this time, they were not going to do anything until the patient let them know how she was doing in a few weeks. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).